Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log for the reported event date shows "improper shutdown!" Messages. These can be the result of the user removing all power from the pump without first powering off the pump using the off key or "improper shutdown!" Events can be the result of the pump powering off without user input due to a device malfunction. The event history log cannot differentiate between the two. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: +(B)(6). The device was received for evaluation. During functional testing, pump turns on only when connected to the socket if disconnected it turns off was reproduced. Evaluation confirmed that the device powers on and off on ac power, however, does not power on when utilizing dc power, however, does not power on when utilizing dc power. On performing visual inspection, it was found that two positive, one negative and one data battery contact pins to be fully depressed and unable to rebound as designed and it prevents dc operation. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns on only when connected to the socket, if disconnected it turns off . This occurred during device power up in the medicine department. There was no patient involvement. No additional information is available.